Manufacturer narrative:
Upon follow up on 08may2019, investigation result received. Returned product examination: pgs qo received a returned complaint sample for examination. An outer envelope of gelfoam was returned, labeled with batch kk507, exp.may2019. The envelope had been partially opened, and appeared to have opened cleanly, without tearing or bearding. No delamination of the front or back paper was observed. The presence of glue along the top of the pouch on the front and back paper indicates a proper seal had previously been in place. Inside was an inner envelope that contained product. No product quality defects were observed. Additionally, pfizer quality operations (qo) received photographs for examination. An inner envelope is pictured. Open seals near the top of the envelope are shown. Reference sample examination: pfizer quality operations examined two retained reference foil pouches. One pouch was sealed and intact with no defects. The other foil pouch had been opened as a part of a previous investigation. All peel pouches were properly sealed, and no damage was present. No quality defects were observed. Packaging records: the packaging records associated with the reported lot were reviewed and found to be acceptable. Qo packaging material inspection, medical device component trend review and medical device report review, all completed and acceptable. There were no previous MDR relevant to the reported complaint. Qo batch history report, batch specific trend review and medical device trend analysis, all completed and acceptable. Root cause: pfizer quality operations could not determine a probable root cause for the reported complaint related to the (city name) production process of the reported batch. Qar (B)(4) is in progress for the reported complaint, and the details of the investigation will be included in this report upon its closure. Examination of the returned complaint sample did not confirm the reported malfunction. All reviewed retained reference samples were acc.

Event description:
Inquiry about specific of an outer peelable envelope [product sterility lacking]. Case narrative:this is a spontaneous report from a non-contactable consumer from product quality complaints. A patient of unspecified age and gender started to receive absorbable gelatin (gelfoam), device lot number kk507, expiration date may2019, via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient complaint and inquired about specific of an outer peelable envelope. The action taken in response to the event for absorbable gelatin was unknown. The complaint has been received by site with confirmation of a malfunction, impact to the device was an inability to use the product, compromised device sterility the possibility for an adverse event with an associated worst case severity of s5. Hazardous situation (worst case s5) was outer envelope containing inner envelope received open, damaged, or torn. The complaint is to be evaluated for MDR. Upon follow up on 08may2019, investigation result received. Returned product examination: pgs qo received a returned complaint sample for examination. An outer envelope of gelfoam was returned, labeled with batch kk507, exp.may2019. The envelope had been partially opened, and appeared to have opened cleanly, without tearing or bearding. No delamination of the front or back paper was observed. The presence of glue along the top of the pouch on the front and back paper indicates a proper seal had previously been in place. Inside was an inner envelope that contained product. No product quality defects were observed. Additionally, pfizer quality operations (qo) received photographs for examination. An inner envelope is pictured. Open seals near the top of the envelope are shown. Reference sample examination: pfizer quality operations examined two retained reference foil pouches. One pouch was sealed and intact with no defects. The other foil pouch had been opened as a part of a previous investigation. All peel pouches were properly sealed, and no damage was present. No quality defects were observed. Packaging records: the packaging records associated with the reported lot were reviewed and found to be acceptable. Qo packaging material inspection, medical device component trend review and medical device report review, all completed and acceptable. There were no previous MDR relevant to the reported complaint. Qo batch history report, batch specific trend review and medical device trend analysis, all completed and acceptable. Root cause: pfizer quality operations could not determine a probable root cause for the reported complaint related to the (city name) production process of the reported batch. Qar(B)(4) is in progress for the reported complaint, and the details of the investigation will be included in this report upon its closure. Examination of the returned complaint sample did not confirm the reported malfunction. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Corrective action: pfizer quality operations and production have been notified with the details of the reported complaint. Qar(B)(4) is in progress for the reported complaint, and any corrective or preventative actions identified through the investigation will be included within this report upon its closure. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained reference samples for the reported batch were found to be acceptable with no quality defects observed. Quality of batch was acceptable. The details of the reported complaint were forwarded to pfizer safety for evaluation due to the worst case severity level of s5 for the reported malfunction, as determined from a review of the device risk file for the product for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forwarded to pfizer safety for evaluation of regulatory reportability, and forwarded to the mdcp team for review. On 23may2019, p2 value available, p2 value for a severity of s1: 1, p2 value for a severity of s2: 0, p2 value for a severity of s3: 0, p2 value for a severity of s4: 0, p2 value for a severity of s5: 0. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment: this is a consumer report and the reported event "inquiry about specific of an outer peelable envelope" coded as product sterility lacking, did not cause serious injury in this patient. This is single potential device malfunction which has a theoretical risk to cause serious injury (an inability to use the product, compromised device sterility the possibility for an adverse event with an associated worst case severity of s5) to patient and result in deterioration in state of health of the patient, if it were to recur. Company conducted investigation and could not determine a probable root cause for the reported complaint related to the production process of the reported batch. The investigation concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Follow-up (08apr2019): this report is submitted to upgrade the case to a reportable MDR., comment: this is a consumer report and the reported event "inquiry about specific of an outer peelable envelope" coded as product sterility lacking, did not cause serious injury in this patient. This is single potential device malfunction which has a theoretical risk to cause serious injury (an inability to use the product, compromised device sterility the possibility for an adverse event with an associated worst case severity of s5) to patient and result in deterioration in state of health of the patient, if it were to recur. Company conducted investigation and could not determine a probable root cause for the reported complaint related to the production process of the reported batch. The investigation concludes that there is no impact to the quality of the batch, and the batch remains acceptable.